Manufacturer narrative:
Conclusion code ¿ is being updated for this event. Result code no longer applies. Analysis of the catheter/catheter body revealed dried drug, blood, or foreign material occlusion. Analysis of the pump found no anomaly.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (33 mg/ml at 5.6 mg/day) and dilaudid (10 mg/ml at 1.7 to .1 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain/other non-malignant pain. On (B)(6) 2016 it was reported that the patient was not receiving intrathecal drug/therapy. They were unable to aspirate the existing catheter and the pump was nearing normal battery life so they replaced the pump and catheter. At a previous pump refill, the doctor "confirmed a white gooey substance" and when they explanted the existing pump, they saw this white substance that looked like toothpaste all around the pump. The substance was cultured and it was confirmed there was no infection. The catheter was occluded. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.